Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The printed circuit board was replaced. The sys was tested and is operating intended.

Event description:
The customer reported that there was an error message on the 9800 sys. No pt injury was reported.